Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as a red, oval-shaped, itchy rash underneath the sensor adhesive. Patient's mother used nonprescription lotion on the dry skin. Patient was seen by her endocrinologist on (B)(6) 2016. Patient's endocrinologist prescribed cortisone cream to resolve the rash at that time. At the time of contact, patient's mother reported that the patient's current condition is "fine". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).